Event description:
It was reported that an occlusion alarm occurred resulting in customer experiencing an elevated blood glucose (bg) level of 324-541 mg/dl. Reportedly, customer did not address bg level and was subsequently admitted into the emergency room (ER). Customer was treated with saline and insulin fluids. The customer was released from the emergency room on (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed and no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.